Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had prime/fill anomaly. The customer's blood glucose level was unknown at the time of the incident. It was reported that the insulin continued to drip after the piston reached the bottom of the reservoir during fill tubing. It was reported that the piston did not stop when reaching the bottom of the reservoir. It was reported that a complete set filling process was possible with a new reservoir. The troubleshooting was not completed due to customer not being with reporter. The insulin pump will not be returned for analysis.